Event description:
The rn discovered that the pca pump settings were different than what they had been previously when she checked on the patient. Staff were interviewed and had not changed the pump. Two staff members had been present when the new bag of dilaudid was placed in the pca pump, but the settings were different from what the rn discovered upon entry to the room. The patient denied altering the pump. However, a download of the pump showed that the settings had been changed twice--once earlier in the shift and then changed back to the md's ordered settings and then again when the rn discovered different settings on the pump. The staff had also witnessed the patient manipulating the pump. Anesthesia was notified and discontinued the pca pump. The patient was changed to oral pain meds for pain control. Biomed checked the pump and it was functioning appropriately. It was deduced that the patient had learned the code to access the pump and was able to change the settings to bolus himself. As a result of this event, the hospital changed the code from a 3 digit to a 5 digit non-sequential code. Education was provided to nursing staff so that when the code is entered into the machine, the rn turns the pump away from the patient's line of sight. The patient has since returned to the facility and has not been able to access the pump's settings.